Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable, component failure of the light guide bundle, component failure of the rigid tube, component failure of the video connector and light guide bundle was chipped and rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality caused by a component failure of the universal cable, light guide bundle was chipped caused by a component failure of the light guide bundle, rigid tube was dented caused by a component failure of the rigid tube and video connector contact was damaged caused by a component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported rigid videoscope had poor image quality. The issue was identified during device inspection for use. There were no reports of patient harm.